Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, after a tka had been performed, the patient experienced hk sleeve breakage after around four years. This adverse event was addressed by revision surgery on (B)(6) 2022, to exchange the legion hk 15mm bolt - sleeve. Patient's current health status is unknown.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation but the pictures were reviewed, and revealed that the sleeve is fractured. The clinical/medical investigation concluded that, per complaint details, a revision was performed due to the hk sleeve breakage approximately 4 years post implantation. The provided images of the explanted hk components were reviewed and appear to support the complaint. As of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, no clinical factors could be confirmed to have contributed to the reported event. The hk surgical technique does address component assembly which includes appropriate height sleeve, insertion, preliminary torque, impaction, and final torqueing to ensure adequate impaction of the sleeve taper junction and bolt seating. The patient impact beyond the reported sleeve breakage and revision cannot be determined based on the limited information provided. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that the implant can break or become damaged as a result of strenuous activity or trauma, and has a finite expected service life and may need to be replaced in the future. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury and/or surgical technique. The contribution of the device to the reported event could be corroborated as the device was fractured and it was required a revision surgery. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.internal complaint reference number: (B)(4).